Event description:
It was reported that the pt experienced increased pain for the past few weeks. An increase of the pt's medications and a therapeutic bolus had provided no relief either. A roller study was performed; no roller movement was identified. A second roller study was performed and the same result was noted. It was decided that the pump would be replaced in 2009. The pt recovered without sequela.